Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned.

Event description:
It was reported that sterile packaging breach. When the outer paper box was opened, the stem was found to have protruded out of both the plastic sterile container. The stem punched a hole in the plastic container.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Visual inspection indicated the returned unit carton pack is damaged on both ends. There are compression lines running the length of the pack and on both ends. It appears that the pack was dropped at some point and also compressed. The outer blister pack is fractured where the taper end of the stem perforated the pack. There is evidence of significant abrasion within the pack and the rigid lid from the stem component being jolted about within the inner blister. The end caps were displaced from the stem component and were loose within the blister pack. The stem component punctured the inner blister. As part of the inspection the end caps were placed in the indents in the skin pack it can be seen that the stem component was originally packed firmly within the end caps. The pack must have been subjected to excessive handling to lead to the displacement of the end caps and the subsequent perforation of the blister packs. Device history review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling.

Event description:
It was reported that sterile packaging breach. When the outer paper box was opened, the stem was found to have protruded out of both the plastic sterile container. The stem punched a hole in the plastic container.